Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The facility was unable to provide add'l info; therefore, no further info is expected. (B)(4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "modest opacity" (material opacification [iol (intraocular lens) implant]). A nurse reported an intraocular lens (iol) was exchanged for another iol of same model and power because there was "modest opacity" seen in the initial iol. The facility was unable to provide add'l info; therefore, no further info is expected.